Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 10 months. (Calculated from the date of pump implant). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that during analysis of the system controller log file, low voltage alarms were observed, which appeared to be due to mismatching the patient cable connected to the mobile power unit and the system controller cables. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported event of low voltage advisory alarms was confirmed based on the information recorded in the log file. The information in the log file revealed that the system controller was disconnected from 14v batteries and connected to a mobile power unit (mpu). Approximately 5 minutes later there was a low voltage advisory alarm. The associated voltage levels suggested that the controller¿s power cables were crossed (the controller¿s black cable was connected to the mpu¿s white cable and the controller¿s white cable was connected to the mpu¿s black cable). The system controller continued to operate the pump at the set speed with a low voltage advisory alarm active for approximately 1 minute when the driveline was disconnected. Heartmate 3 patient handbook and instructions for use outline exchanging the power sources as well as proper steps for connecting the system controller to a mobile power unit. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.